Event description:
Pt with open heart surgery today. Extubated, alert, talking with sudden loss of consciousness and pulseless electrical activity rhythm noted. Paced cardiopulmonary resuscitation, defibrillation (when pt went into ventricular fibrillation), chest opening by physician at bedside. Open chest massage defibrillation with internal paddles. All efforts fruitless. Aftert code md noticed blood tubing from autotransfusion full of air down to intravenous insertion site. Blood container on pressure bag. Md stuck a needle in right ventricle and air bubble appeared. Note: due to problems of blood flow a pressure bag was used. The pressure bag forced air as well as blood into the pt. Comment: staff error. Do not place autobag on pressure tubing.